Manufacturer narrative:
(B)(4): the customer reported that a patient death occurred and it was unclear if alarms occurred or were heard at the central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred and it was unclear if alarms occurred or were heard at the central station.